Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08710 inches. Device received with pillowing keypad overlay. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer was reported via phone call that, the customer was hospitalised on (B)(6) 2020 due to high blood glucose with diabetes ketoacidosis. The blood glucose at the time of the incident was 500 mg/dl. The symptoms related to high blood glucose were nausea vomiting abdominal pain difficulty breathing. The customer treated high blood glucose with intravenous insulin infusion. The customer was not using auto mode the insulin pump will be returned for analysis.